Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had a volumetric accuracy issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. I also am having a problem with the syringe module under-detecting the volume. An example in the photos below is with this bd 10 ml syringe. I have it set at 9.8-9.9 but the module is detecting it as 9.58. I tried to move it around and reload but it doesn't work. This has been happening occasionally with the other syringe types as well. I've tried multiple modules this is the reference number of the 10 ml syringe I am using: (B)(4). Customer responded on 28-mar. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? Various dates but most recently 03-28-2025. 2. Please share the lot number associated with reported issue did not save packaging but was able to replicate issues with lot# 4354541 & 4340700. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Pumps are in testing mode and not hooked up to patients. 4. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label?

Manufacturer narrative:
(B)(4) - supplemental MDR - volumetric accuracy. One sample from batch 4354541, one sample from batch 4340700 and six photos were provided to our quality team for investigation. Both samples were tested and found to be within acceptable limits, with no defects observed. The six photos included screenshots of various statements, setup data, and device screens, as well as images of a bd alaris pump and a loose syringe placed in the pump. However, the reported defect could not be confirmed from any of the photos provided. Furthermore, a device history record review was completed for provided lot number 4340700 and 4354541. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.